Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection revealed no issues with the hypotube shaft, and no kinks or damage were observed in the shaft's polymer extrusion. A detailed microscopic examination of the balloon material showed no tears or pinholes. The tip exhibited no signs of damage. Leakage testing was performed using an encore inflation unit (tested before and after use with a druck pressure gauge g19252), and the balloon was inflated to its rated burst pressure (rbp) of 20 atmospheres (atm). The balloon fully inflated and maintained pressure for 15 seconds, with no leaks detected. A vacuum was applied, and the balloon deflated completely with no resistance. The balloon was inflated to its rbp on three additional occasions, with no leaks observed. No issues were identified with the balloon inflation or material.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition post procedure.